Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was shock for ventricular fibrillation (vf). Device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) recommended right ventricular (rv) lead replacement. At this time, this device remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was shock for ventricular fibrillation (vf). Device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) recommended right ventricular (rv) lead replacement. At this time, this device remains in service and there were no additional adverse patient effects reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. During the most recent shock, the rv impedance was 125 ohms. Rv lead replacement was again recommended. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was shock for ventricular fibrillation (vf). Device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) recommended right ventricular (rv) lead replacement. At this time, this device remains in service and there were no additional adverse patient effects reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. During the most recent shock, the rv impedance was 125 ohms. Rv lead replacement was again recommended. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead remains implanted, in-service and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, the primary reported observation is addressed in product labeling (i.e. Instructions for use). Analysis determined that the high, out-of-range shock impedance measurements are a known inherent risk with use of this product, but root cause determination is ongoing.